Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed the tip of the neuron delivery catheter 070 (neuron 070) was crushed upon removal from the packaging. The damage to the neuron 070 was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost and not returned.